Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12397. It was reported that stent dislodgement occurred. The target lesion was located in a calcified pelvic artery. A 10.0x40x75cm express¿ ld vascular was selected for treatment. During advancement, the stent dislodged from the delivery system. The physician used the delivery system balloon to retrieve the stent by inflating the balloon a bit, capturing the stent, and removing from the patient. A 10.0x60x75cm express¿ ld vascular was then selected; however, the same issue occurred. The procedure was completed with standard percutaneous transluminal angioplasty (pta). There were no patient complications and the patient status is reported as "ok".

Manufacturer narrative:
Device evaluated by MFR.: the stent was detached from the balloon. Stent damage was noted along the entire length of the stent with stent struts squashed mostly mid-section of the stent and on one end of the stent. The balloon had the appearance of having been inflated. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood and or saline solution present within the balloon and inflation lumen. The device was soaked in a water bath; at a temperature of 37 degrees to help soften the solidified blood or solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and positive pressure was applied to rated burst pressure of 12 atmospheres with no leaks or restrictions noted. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12397. It was reported that stent dislodgement occurred. The target lesion was located in a calcified pelvic artery. A 10.0x40x75cm express¿ ld vascular was selected for treatment. During advancement, the stent dislodged from the delivery system. The physician used the delivery system balloon to retrieve the stent by inflating the balloon a bit, capturing the stent, and removing from the patient. A 10.0x60x75cm express¿ ld vascular was then selected; however, the same issue occurred. The procedure was completed with standard percutaneous transluminal angioplasty (pta). There were no patient complications and the patient status is reported as "ok".